Event description:
It was reported that during a lap cholecystectomy procedure, both devices jammed after firing or while attempting to use. It is unknown how the procedure was completed.

Manufacturer narrative:
(B) (4). (B) (4). Instrument a: empty. Instrument b: (B) (4), exp date: 12/07/2013; MFR date: 01/07/2009; jaw. Evaluation summary: the analysis results of the el5ml found that the device was received with the jaws partially closed. The trigger was manually assisted in order to open the jaws; no clip was released. Further evaluation found that the device was empty and the lockout mechanism fired through. A potential cause of the customer reported event is firing all of the clips and activation of the designed last clip lockout mechanism; therefore, the customer felt the ligamax was jammed. The analysis results of the el5ml found that it was received with the jaws closed. The trigger was manually assisted in order to open the jaws; no clip was released. Further analysis showed up that one jaw was broken at bifurcation. The failure is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The failure is not occurring as a result of the product complaint decontamination process. A potential cause of the customer reported "jammed" event is firing all of the clips and activation of the designed last clip lockout mechanism; therefore, the customer felt the ligamax was jammed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.